Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was taken to the hospital on (B)(6) 2014 for hyperglycemia. The patient reportedly had bg of 577mg/dl on (B)(6) 2014 and was able to bring bg down to 377mg/dl with a syringe injection of insulin; however the patient then reportedly began vomiting and also had large ketones. The patient was reportedly taken to the hospital the evening of (B)(6) 2014 and was admitted with diabetic ketoacidosis. The patient reportedly discontinued insulin pump therapy and was treated with IV fluids. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 06/26/2014 with the following findings: the total daily dose prior to the event adds up correctly and reflect the users programmed basal rate. Alarm history shows typical usage alarms. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.